Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector immediately. Injection was continued and the lens was delivered into the eye with a damaged optic. The iol was explanted and exchanged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The event information received identifies that resistance was experienced immediately on starting injection. Within the "use of rayone" section of the rayone IFU we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens following resistance is a deviation from the IFU and is likely a causative factor of the lens being delivered into the eye with a damaged optic. Our review of production records for the rayone trifocal toric rao613z batch: 073219592 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal toric rao613z batch: 073219592.

Event description:
On 17th december 2024, rayner received notification from its distirbutor in russia of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that the lens got stuck in the injector and was delivered into the eye with a damaged optic necessitating lens explantation and exchange.